Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D10: item name# oxford uni femoral md; item number# 154601; lot # 2446479. Item name# oxf anat brg rt md size 5 PMA; item number# 159577; lot # 328121. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent conversion of a unicompartmental knee arthroplasty to a total knee arthroplasty due to instability. Over time, the knee became increasingly unstable, and a decision was made by the surgeon and patient to proceed with conversion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. D10: item name# unknown femoral component; item number# unknown; lot # unknown. Item name# unknown bearing; item number# unknown; lot # unknown. Item name# unknown cement; item number# unknown; lot # unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.